Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure using two proglide devices. Reportedly, the suture did not come out when the plunger was retracted. This occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore hole and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures . There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.